Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the instrument locked on the tissue. The surgeon excised the tissue below the staple line at the distal end and manually sutured the vaginal cuff. The pt's current status is satisfactory.